Event description:
It was reported that the bd safetyglide¿ needle was blocked during the anesthetic injection. The following information was provided by the initial reporter: "according to agile this part number k-09903-032, rev 15 in its attribute details is defined as "injection" which indicates that the component must allow continuous flow of the drug to be applied. Bd satefyglide needle a single-handed, needle-based safety device that can be use with any size conventional syringe, per health care professional comments: "this needle is merely used for infiltrating local anesthetic prior to placing catheter. It is not critical to the procedure itself and such a needle would be widely and abundantly available in the clinical setting on which our devices are used, making it very obtain a substitute. Nonconformance description: the customer returned one injection needle in its packaging and the product lid stock for analysis. No definite signs of use were observed. Visual analysis did not reveal any obvious bending/kinking of the needle cannula. Additionally, no obvious signs of a blockage were visible at the proximal or distal openings of the needle cannula. Functional testing revealed that water was partially unable to flush through the needle. Dimensional analysis could not be performed as the needle in question is a purchased component. The returned needle was attached to a lab inventory syringe and flushed. Water was not fully able to pass through the needle cannula due to a partial occlusion. This was compared to a functional lab inventory needle, which functioned as intended. Therefore, the customer report is confirmed."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone#: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd safetyglide¿ needle was blocked during the anesthetic injection. The following information was provided by the initial reporter: "according to agile this part number k-09903-032, rev 15 in its attribute details is defined as "injection" which indicates that the component must allow continuous flow of the drug to be applied. Bd satefyglide needle a single-handed, needle-based safety device that can be use with any size conventional syringe, per health care professional comments: "this needle is merely used for infiltrating local anesthetic prior to placing catheter. It is not critical to the procedure itself and such a needle would be widely and abundantly available in the clinical setting on which our devices are used, making it very obtain a substitute. Nonconformance description: the customer returned one injection needle in its packaging and the product lid stock for analysis. No definite signs of use were observed. Visual analysis did not reveal any obvious bending/kinking of the needle cannula. Additionally, no obvious signs of a blockage were visible at the proximal or distal openings of the needle cannula. Functional testing revealed that water was partially unable to flush through the needle. Dimensional analysis could not be performed as the needle in question is a purchased component. The returned needle was attached to a lab inventory syringe and flushed. Water was not fully able to pass through the needle cannula due to a partial occlusion. This was compared to a functional lab inventory needle, which functioned as intended. Therefore, the customer report is confirmed."

Manufacturer narrative:
H.6. Investigation summary: it was reported needles were blocked. To aid in the investigation, one sample with the plastic shield, but no packaging blister, and one photo was received for evaluation by our quality team. A visual inspection was performed. The safety mechanism has not been activated and no defects or imperfections were observed. The sample was then connected to a syringe with saline solution. It was not possible to expel the solution; the needle is clogged. This defect could occur if there is a process variation during the needle silicone application process. The photo provided shows a needle assembly connected to a syringe. No other information could be obtained from the photo. A device history record review was completed for provided material number 305922, lot number 1354640. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Verification of the needle silicone application process was performed. The settings were correct and the flow of product was good. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.